Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the pulse generator had entered backup vvi mode. Programming changes were made, and the device was restored. The patient was in stable condition.